Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella rp flex with smart assist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smart assist system catheter use of the repositioning sheath and the 23 fr peel-away introducer as noted in the impella IFU ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding in the groin. It was reported the bleeding was stopped by fixing according to recommendations of suturing and dressing the wound. The patient was reported to be in poor condition and expired due to multiple organ failure. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).